Event description:
It was reported that the downstream tubing disconnected from the 1.2 filter.

Manufacturer narrative:
Cassette was returned on (B)(4) 2010. The cassette was visually inspected. It is noted that the downstream tubing was no longer attached to the 1.2 filter. It appears that there is an insufficient amount of glue at the bond area between the tubing and the 1.2 filter. Our contract manufacture has been notified regarding the failure and a corrective action has been requested.